Manufacturer narrative:
(B)(4): as the unit has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified mid to apical left anterior descending artery (lad). The physician direct-stented the lesion with a 2.75x20mm non bsc stent. A 2.75x15mm apex balloon was then advanced to the lesion for postdilation. The balloon was inflated to 3 to 4atms and then inflation was stopped and the device was removed from the patient. Once the device was outside the patient a pinhole rupture was noted. The procedure was successfully completed with a different device with no patient complications reported. The patient's current condition is listed as good. Additional information has been requested and is not available.